Event description:
It was reported that this right atrial (ra) lead was suspected to be dislodged, which was confirmed through fluoroscopy. It was suspected that the cause could have been twiddlers syndrome. The lead was successfully repositioned. No additional adverse patient effects were reported.